Manufacturer narrative:
Case details will not be released by the police department. The monitor is unavailable for investigation and is being quarantined by the police.

Event description:
The monitor is part of an investigation being done by the prosecutor as a result of a death of a child during a dental operation. There was no statement made that there is any causal connection between the alleged event and the cardiocap 5 monitor. No further details would be provided.